Event description:
Mother reported her son was admitted to the hospital with symptoms of hyperglycemia. When she checked the infusion set, she noticed the guide needle was bent. The pt was sent an infusion set insertion device, and the infusion set was requested for evaluation. No additional info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.